Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This was discovered during use. The following information was provided by the initial reporter: material no.: 382523, batch no.: 9249825. It was reported that there was poor flash and difficulty flushing. It was also reported that the valve is not in the correct position within the catheter. Per response email: I have 2 pictures of the catheter we had difficulties with. The valve doesn¿t appear to be in the correct position within the catheter. The IV start was successful however the chamber didn¿t fill. When flushing the IV the syringe was stiff and there was resistance. If we come across any further issues I will save the actual cannula and the packaging. Per complaint form: received voice message from clinical resource nurse. Responded and was informed of issue with iag-bc 22g x 1.00" - problem with the blood control septum - "poor flash" obtained when inserting piv catheter and ++ difficulty flushing. As per verbal report - it happened 3-4 x over course of 2 days - december 17 & 18. Even though the piv catheters were in the vein, they were unable to utilize and the ivs had to be restarted. Unfortunately, the catheters were discarded as they were contaminated. Product label with lot number is available.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs for evaluation. Bd received two photographs which displayed a 22ga insyte autoguard blood control IV catheter unit which consisted of the catheter/adapter assembly. There were traces of red colored fluid present in the catheter tubing and in the flashback chamber. There was an extension attached to the end of the luer adapter. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This was discovered during use. The following information was provided by the initial reporter: material no.: 382523, batch no.: 9249825. It was reported that there was poor flash and difficulty flushing. It was also reported that the valve is not in the correct position within the catheter. Per response email: I have 2 pictures of the catheter we had difficulties with. The valve doesn¿t appear to be in the correct position within the catheter. The IV start was successful however the chamber didn¿t fill. When flushing the IV the syringe was stiff and there was resistance. If we come across any further issues I will save the actual cannula and the packaging. Per complaint form: received voice message from clinical resource nurse. Responded and was informed of issue with iag-bc 22g x 1.00" - problem with the blood control septum - "poor flash" obtained when inserting piv catheter and ++ difficulty flushing. As per verbal report - it happened 3-4 x over course of 2 days - december 17 & 18. Even though the piv catheters were in the vein, they were unable to utilize and the ivs had to be restarted. Unfortunately, the catheters were discarded as they were contaminated. Product label with lot number is available.